Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05641. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat pelvic organ prolapse and stress urinary incontinence with concurrent repair of pelvic floor defect and external anal sphincterplasty.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to anal incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary and bowel problems, recurrence, and dyspareunia.

Event description:
It was reported that following insertion the patient experienced urinary and bowel problems, recurrence, and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent exploratory laparoscopy, lysis of adhesions and bso on (B)(6) 2008 due to adnexal mass. (B)(4).